Event description:
It was reported that the patient was complaining of tightness in his neck making it difficult to turn as well as the generator placement being uncomfortable now due to recent weight loss. The patient underwent surgery where the surgeon made an incision in the neck and loosened up scar tissue in hopes that will relieve some of the tightness. He also adjusted the placement of the generator in the chest. The system is still functioning normally with normal impedance. No devices were replaced during this surgery. No other relevant information has been received to date.